Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 365 laser fiber, the tip of the fiber broke off inside the patient's ureter. The physician was able to remove the piece of fiber with an optiflex basket. Laser energy from a holmium laser was being used with the fiber with laser settings of 5. Joules and .052 hertz. The procedure was completed with another flexiva 365 laser fiber without any complications to the patient, who is reportedly "fine" post procedure. Additional follow-up from the customer confirmed that upon retrieval of the tip of the flexiva fiber, stone fragments were also removed. One of the stone fragments contained foreign material embedded; which looked like "a piece of basket wire". The customer also confirmed that the patient had a stone retrieval procedure performed two years ago. The brand of basket used at that time is unknown. The physician opined that a piece of the basket may have broken off and lodged itself within a stone.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 365 laser fiber, the tip of the fiber broke off inside the patient's ureter. The physician was able to remove the piece of fiber with an optiflex basket. Laser energy from a holmium laser was being used with the fiber with laser settings of 5. Joules and .052 hertz. The procedure was completed with another flexiva 365 laser fiber without any complications to the patient, who is reportedly ¿fine¿ post procedure. Additional follow-up from the customer confirmed that upon retrieval of the tip of the flexiva fiber, stone fragments were also removed. One of the stone fragments contained foreign material embedded; which looked like ¿a piece of basket wire¿. The customer also confirmed that the patient had a stone retrieval procedure performed two years ago. The brand of basket used at that time is unknown. The physician opined that a piece of the basket may have broken off and lodged itself within a stone.

Manufacturer narrative:
Visual examination of the returned product revealed there is no exposed glass tip remaining. The pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip detached.